Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector has adhesion, water tightness is lost on cable, adapter is immersed in water, image sensor is immersed in water, video connector is cracked, coupler is malfunctioning. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image due to adhesion on video connector (indication by the customer: poor image quality). According to the inspection results from the repair department, the phenomenon indicated by the customer (phenomenon 1) was reproduced. Therefore, it was determined that the product specifications were not satisfied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced a poor image quality issue during installation. There were no reports of patient involvement.